Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was explanted due to infection. Patient did not experience any symptom due to infection. Due to patient¿s age and request, a drain was placed, pocket was flushed and medication was administered. A new device was implanted on (B)(6) 2018. Patient¿s condition was stable during and after the procedure.